Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant inratio inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2014, inratio inr: 5.1 and 3.0. Laboratory inr: 8.0. The time between testing was five minutes between the inratio tests and twenty minutes between the inratio tests and laboratory test. Therapeutic range was 2.0 - 3.0 for the patient. The patient's coumadin was held from (B)(6) 2014. There was no additional information provided.